Manufacturer narrative:
Device history record (DHR) review confirmed that companion hospital cart s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of internal and external components found no abnormalities. Hospital cart passed all areas of functional testing for acceptance at incoming inspection. Complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported magenta hue on the cart display screen was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. No adverse patient impact was reported by the customer. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported the companion hospital cart display screen had a pixilated magenta hue, and that the functionality of the driver was not otherwise affected.

Event description:
The customer, a syncardia authorized distributor, reported the companion hospital cart display screen had a pixelated magenta hue, and that the functionality of the driver was not otherwise affected.